Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis. .

Event description:
The patient underwent concurrent frontal resection and initial implant of the rns system on (B)(6) 2019. The patient subsequently presented with swelling at the incision site, identified as a csf leak. The treating center drained the excess fluid at the incision site three weeks after the surgical procedure. The patient was then diagnosed with a deep incisional infection and the rns neurostimulator and leads were explanted to treat the infection. No additional information was provided by the treating center.